Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in an unknown procedure performed on an unknown date. During the procedure, the clip was unable to deploy. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to november 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event clip unable to deploy.